Event description:
Customer reported she has high blood glucose levels at least once or twice a day. When she tried adjusting her settings, the insulin pump alarmed no delivery. Customer's blood glucose is 250 mg/dl. Customer had already changed her infusion set. Customer ran a fixed prime with the new infusion set and insulin exited the tubing. She was advised the device is working as designed, but her previous infusion set may have been faulty. Customer was advised to call if the issue recurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.